Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
(B)(6)2019 (con, hcp, rep): additional information was received from the patient and hcp via the rep on (B)(6)2019. It was reported that the patient could not think of any circumstances that could have contributed to the migration. No actions/interventions were performed or planned since the patient still needed to charge the ins. The doctor would like to try high density (hd) programming to see if that would help cover the left side. The patient was going to notify the rep once they got the ins charged to schedule an appointment for reprogramming. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on december 10, 2019. The rep reported they discussed the provided information with the physician. It was reported that surgical intervention has not yet been planned because the patient is going through a series of injections to the area of concern and will not be following up with the physician and/or rep until the following month. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 39565-65, serial/lot #: (B)(4), ubd: 24-may-2016, UDI#: (B)(4). Coding applicable to the lead: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain and post lumbar laminectomy pain. It was reported that around mid-2018, the patient started to feel that the stimulation was no longer beneficial, which was explained to mean that the stimulation was helping them on the right side but not on the left side. They decided to not maintain the charge on the ins. Then, around (B)(6) 2019, they noticed the ins was dead. The rep confirmed the ins had gone into overdischarge. They met with the patient on (B)(6) 2019 and performed a physician mode recharge (pmr), and confirmed that the patient was able to charge to full. They met with the patient again on (B)(6) 2019 to clear the associated power on reset (por) and attempted to do some reprogramming. While the rep's programmer was interrogating the ins, it displayed a battery warning screen that said "33 - neurostimulator battery is discharged, change battery now, exit application". It was reviewed that the message indicates the ins was discharged, and that following an overdischarge event, charging and discharging can become erratic. It was suggested the patient charge the ins as soon as possible. It was also reviewed that the ins likely did not incur another strike as it just became discharged. The rep reported that the patient did not have their recharger with them at the appointment. The rep also reported that the hcp had the patient get x-rays on (B)(6) 2019, which confirmed that the lead had migrated to the left. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on october 9, 2019 from the rep who confirmed the information with the doctor. The hd programming did cover the left side a little bit. The hcp told the rep they would have the patient try it for a few weeks before they would plan any further interventions. No further complications were reported or anticipated.